Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device tissue pad came off of the device. It did not fall into the patient. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the tissue pad fall into the patient? No. Was the pad left inside the patient? No. Or was the pad retrieved? Na. How was the pad retrieved? Na. If converted to open, was the convert to open a direct result of the detached tissue pad and the need to retrieve the pad? Na.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review.